Event description:
Patient was revised bilaterally, as follows: left hip - metallosis, osteolysis, and high cobalt chromium levels. Right hip - metallosis, discolored fluid, osteolysis, pseudo-tumor, high cobalt and chromium levels, and cup loosening and migration.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This complaint is still under investigation depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search was performed. A complaint database search did find additional related reports against the metal liner and/or femoral head product code and lot number combination(s). However; a review of the device history record(s) associated with this complaint was not required per (B)(4). A worldwide complaint database search found no additional related reports against the remaining product code/lot code combination(s). Medical records and x-rays were received and reviewed. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
New etq record created in order to update (B)(4). Reason for original complaint.- patient was revised bilaterally, as follows: left hip - metallosis, osteolysis, and high cobalt & chromium levels. Right hip - metallosis, discolored fluid, osteolysis, pseudo-tumor, high cobalt and chromium levels, and cup loosening and migration. Doi (B)(6) 2007 - dor (B)(6) 2012 (both hips). **update** 5/7/12- litigation papers received. There is no new additional information that would affect the investigation. Update: 10/12/2012 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review.

Manufacturer narrative:
The customer reports the patient was revised bilaterally, as follows: left hip - metallosis, osteolysis, and high cobalt chromium levels. Right hip - metallosis, discolored fluid, osteolysis, pseudo-tumor, high cobalt and chromium levels, and cup loosening and migration. Doi (B)(6) 2007 - dor (B)(6) 2012 (both hips). The devices associated with this report were not returned. A complaint database search finds no other related reported incidents against the provided product and lot combinations since their release for distribution. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a; rev. B. It was communicated that no additional information would be made available. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation depuy will notify the FDA of the results of the investigation once it has been completed.

Event description:
Ppf alleges metal wear.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. No device associated with this report was received for examination. The adverse symptoms alleged and product code reported is associated with the depuy metal on metal articulation. A complaint database search and/or device manufacturing (DHR) reviews will not be performed. Per (B)(4).it has been determined that should related reports be identified a DHR review is not required. Per (B)(4) a medical record review is not required for this complaint record. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Per internal procedures, the event information and any investigational inputs received as part of required follow up were reviewed. For this investigation, no immediate action was required as no alleged deficiency with the device(s) was identified. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search was performed. A complaint database search did find additional related reports against the metal liner and/or femoral head product code and lot number combination(s). However; a review of the device history record(s) associated with this complaint was not required per wi-3430. A worldwide complaint database search found no additional related reports against the remaining product code/lot code combination(s). Medical records and x-rays were received and reviewed. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.